Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient reported having multiple known allergies. There was no alleged device malfunction contributing to the rash. The patient¿s physician advised removing the device to allow the rash to heal. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.